Manufacturer narrative:
(B)(4): evaluation, results: (dissection).

Event description:
The investigator assessed that the dissection event had definite relationship to the study device and the study procedure.

Event description:
During the procedure the patient had a 3.5 mm x 18 mm endeavor sprint rx drug-eluting stent implanted to the proximal rca. A dissection is reported to have occurred in the mid-rca during the procedure. A 3.0 mm x 15 mm endeavor sprint stent was implanted in the proximal rca, overlapping, to treat the complication. The dissection was assessed to be mild in intensity. The investigator assessed that there was no relationship between the event and the study device, study drug or study procedure. During the procedure the patient also had an endeavor sprint stent implanted to the distal rca, the mid rca and the 1st right posterolateral. The patient recovered with treatment and no other clinical sequelae were provided.